Event description:
A loss of capture was observed. It was reported that the lead was found to be half-way into the atrium. Hence, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.